Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Related MFR report #:2916596-2022-00221. It was reported that a review of the system monitor history found that power loss events were recorded. The patient was asymptomatic when these events occurred. A review of the log files by technical services found a low power event on (B)(6) 2022 while the patient was connected to wall power, which caused the pump to stop briefly.

Manufacturer narrative:
Manufacturer's investigation conclusion: a review of the submitted log file confirmed a pump stop. A correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6) and the reported events cannot be conclusively determined through this evaluation. A review of the submitted log file revealed a pump stop that was associated with the date and time being reset to 0 days, 0 hours, 0 minutes, which suggest that power to the controller was lost. This could have potentially been caused by the simultaneous disconnection of both system controller power cables or the disconnection of the patient cable from the power module. A specific duration for which the pump was stopped during these events not be conclusively established through this evaluation. Of note, 2 low flow hazard alarms were noted during the pump stop event, associated with the estimated flow decreasing below the low flow threshold of 2.5 lpm, to as low as 0 lpm. The pump operated above the low speed limit for the duration of the file. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6). No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 07may2018. The heartmate ii lvas instructions for use (IFU) and the heartmate ii lvas patient handbook are currently available. The heartmate ii lvas instructions for use (IFU) states that if the driveline disconnects from the system controller, the pump stops. Promptly reconnect it to resume pump operation. Section 7, titled ¿alarms and troubleshooting¿, addresses all system controller alarms (including low battery advisory, no external power, driveline disconnected, low speed hazard, and pump off alarms) and how to respond to such events. The hmii lvas patient handbook states that the pump will stop if the driveline is disconnected from the system controller. If the driveline disconnects from the system controller, reconnect it right away to restart the pump. The pump cannot run without power. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The loss of power causing the pump to stop was due to the patient disconnecting both power cables simultaneously. The patient and their care giver were re-educated on how to properly operate the device.